Manufacturer narrative:
(H3) per capa2019-44, the disassembled tri-drive handle reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the modular cannulated tri-drive shaft becoming deformed as a result of holding the sleeve stationary while reaming.

Event description:
As reported, after passing the starter reamer, the surgeon positioned himself to use the reamer size 38mm. At the beginning of starting to ream, the locking system of the device had unlocked without rubbing on the retractors or an especially dense bone. We used the second device, #3152500, that was available. The broken device will be returned. There was no incident to the patient and the results of the surgery was good.